Event description:
During an endoscopic hemostatis clipping procedure, the physician used a cook instinct endoscopic hemoclip. The physician attached the clip to the site, then looked at other areas inside the pt. When the physician came back to check the clipped area one more time before removing the endoscope the clip was gone. The physician finished the procedure by re-clipping the area. Our attempts to collect add'l info regarding pt outcome were unsuccessful. While the complainant did not specify if the pt experienced any adverse effects or required add'l medical procedures due to this event, the info able to be collected does not reasonably suggest the pt was adversely impacted.

Manufacturer narrative:
Investigation eval: a product eval was not performed in response to this report because the product said to be involved was not provided to cook for eval. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for eval. A definitive cause for the reported observation could not be determined. Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment result as post market feedback continues to become available.